Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause was unable to be determined due to lack of product, data logs, and sufficient clinical information available for analysis. Device in wrong position: the cause was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B2, b5, h1, and h6 updated. The investigation is still ongoing.

Event description:
The complainant also reported that the patient had expired and that the pump has not been available for return.

Manufacturer narrative:
The follow-up medwatch report number 1220648-2026-00891 #1 was submitted with a report submission due date of 3/27/2026. This was incorrect. The correct report submission due date should have been 2/11/2026 and has been updated accordingly.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported placement signal issues along with the patient¿s hemolyzing labs with red urine.